Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported during placement of a midline the nurse gained access utilizing the 25g needle. Once the vein was accessed, he attempted to thread the flexura wire. He was unable to thread the wire, the nurse removed the needle then the wire. Upon examination of the wire, he noticed that a portion of the flexura wire was fractured. An ultrasound of the patient¿s extremity was performed where a foreign body measuring 0.6 cm was identified in the subcutaneous tissue of the left upper arm. Rn confirmed that it was not in the vein. No other information was provided.